Event description:
It was reported that the revolution cement mixer was being used in a case when the blade would not release. The cement began to harden and could not be used. This caused the patient to have a tourniquet on longer than expected while a back-up device was prepared. There were no adverse effects for the patient having the tourniquet on longer than expected.

Manufacturer narrative:
The device is available for evaluation but has not yet been received at the manufacturer. A follow-up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the revolution cement mixer was being used in a case when the blade would not release. The cement began to harden and could not be used. This caused the patient to have a tourniquet on longer than expected while a back-up device was prepared. There were no adverse effects for the patient having the tourniquet on longer than expected.

Manufacturer narrative:
Upon visual inspection the blade was detached.